Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. On (B)(6) 2015 the patient reported an episode of dizziness and feeling a "vibration in his stomach." Additionally, the patient reported previously seeing low voltage advisory alarms. A log file submitted to the manufacturer showed a momentary pump stop. A submitted x-ray was unremarkable. The patient was placed on an ungrounded power module patient cable. Multiple x-rays of the driveline, both external and internal, were taken which did not show evidence of fracture. The patient was evaluated for possible inflow cannula malposition and pump thrombus due to high power alarms; the results were reportedly unremarkable for thrombus. No further pump stop alarms occurred after admission on (B)(6) 2015. The patient was placed indefinitely on an ungrounded power module patient cable. The patient was asymptomatic and was discharged home in stable condition with no further issues.

Manufacturer narrative:
The reported alarms and pump stoppage were confirmed based on the review of the submitted system controller log file. The log file captured a single low speed and pump stoppage event with corresponding elevations in pump power, while the system was operating on batteries. The events appeared consistent with a potential percutaneous lead wire compromise; however, percutaneous lead wire damage could not be confirmed because the pump was not explanted, thus was not available for evaluation. The reported low voltage advisories were also noted, but these appeared to be due to normal battery discharge. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that an autopsy was not performed and the pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2015. Additional information was provided by the vad coordinator on (B)(6) 2015 indicating that the patient was having multiple low voltage alarms and pump stops. It was also stated that there was a driveline involvement close to the pump. However, the patient was not a surgical candidate due to high acuity. The patient was then placed on an ungrounded power module patient cable and according to the vad coordinator an electrical failure, inducing pump stops, was the cause of death.